Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the physician was testing the pump, the fluid kept coming and leaked inside the distal part of the shunt.